Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 3 months and 2 weeks apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This event was the second stage of a two stage process to alleviate a patient previous infection (the previous infection was the removal of non djo components). Upon determination that the infection is under control and the tissue is normalized, the construct is removed and new components are implanted. There was no new information regarding cultures identified in the infection, severity of the infection or any patient activities, accidents, or medical contraindications that may have contributed to the previous infection. This event is not the result of a product deficiency, failure or issue. The surgery was completed as intended and without incident. No further action is deemed necessary. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient had an antibiotic spacer put in about a month ago for infection, which consisted of a ps femur and ps insert. Spacer was removed and replaced.